Manufacturer narrative:
One device was returned for analysis. Visual inspection found a minor bubbled downstream occlusion seal. Review of the event history log (ehl) confirmed error code 41541. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump showed error code 41541. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.